Event description:
It was reported that the cardiosave intra aortic balloon pump had fialed touchscreen calibration test during routine check by getinge field service engineer. There was no patient involvement. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, b5, d5, d9, e1, e2, e3, e4, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion) h11. It was reported that during routine check, performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) touch screen calibrations was carried out and failed three times. Inspection also revealed that the tether assy was damaged and the drive manifold test failed. The fse replaced the device with a loaner and brought it back to the office. After replacing the touchscreen (0160-00-0123), drive manifold and tether calibration was successful.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code), h11. Corrected fields - b5. It was reported that during routine check, performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) touch screen calibrations was carried out and failed three times. Inspection also revealed that the tether assy was damaged and the drive manifold test failed. The fse replaced the device with a loaner and brought it back to the office. After replacing the touchscreen (0160-00-0123), drive manifold (0104-00-0031) and tether (0997-00-0586), calibration was successful. The failure analysis and testing dept. Received part number 0160-00-0123 with a reported unit failure of the touchscreen calibration. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Fails to calibrate the touchscreen. Confirmed the failure but no root cause identified. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Au. The most probable root cause for the touch screen per the dfmea is component reliability.

Event description:
It was reported that the cardiosave intra aortic balloon pump(iabp) had failed touchscreen calibration test during routine check. There was no patient involvement. There was no harm reported.

Event description:
It was reported that the cardiosave intra aortic balloon pump had fialed touchscreen calibration test during routine check. There was no patient involvement. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.